Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported constant downstream occlusion messages, which were confirmed through review of the device history log, but not reproduced during evaluation. A downstream occlusion test was performed per the spectrum preventive maintenance procedure with the unit passing. The device was calibrated to ensure continuous proper occlusion detection.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. Any patient involvement, injury or medical intervention is unknown.